Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 480mg/dl to over 600mg/dl due to insulin flow blocked alarm. The customer treated with insulin. Customer indicated that they were able to prime the pump but had to change the tubing twice. Troubleshooting found that the customer called a relative to drive them to the hospital. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer indicated that they will speak with their doctor about the high blood glucose. No further assistance necessary.